Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted that the valve was slightly distorted and oval shaped. The sewing ring had been cauterized during explant and all leaflets were in the closed position. The leaflets were slightly stiff but flexible where pannus was observed. There was an abrasion on the non-coronary cusp which is consistent with historical findings of cusp contact with bias cloth. There were no tears, holes or abrasions observed on the left and right cusps. The right left commissure was found dehisced where a separation of the layers of aortic wall behind the commissure occurred. The sutures holding the aortic wall to the stent post were intact. Due to the dehisced commissure at the right left stent post, the leaflets were crowded and the right and left cusps were prolapsed. Pannus was observed on the existing sewing ring extending to the base stitching encroaching up to 4 mm on to the cusps and into the inferior coaptive areas between all cusps. The pannus had restricted leaflet movement. Pannus had been removed along the base stitching of the left cusp. Pannus was noted on the superior coaptive areas of the each of the intact commissures, and on the edges of the dehisced commissure. Overall, an unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiology showed there was minimal calcification on the left cusp. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth with minimal calcification. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine years and six months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced due to aortic regurgitation, stenosis and heart failure. An aneurysm at the aortic arch was also present and a hemiarch replacement was performed during the replacement procedure. The physician reported there was no causal relationship between the valve dysfunction and aneurysm. No additional adverse patient effects were reported.